Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect following trigeminal nerve surgery. The pt had to turn up the stimulation so high to control her symptoms that it was painful. Additional info was requested to obtain further device issues, interventions, and pt status/outcome.